Event description:
It was reported to philips that the wireless foot switch lost connection and did not work. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during the vascular diagnosis procedure. The procedure was completed by using the wired footswitch. The philips field service engineer (fse) inspected the system onsite and identified that the base station was indicating red on and the wi-fi led was off and the battery was indicating green. Upon troubleshooting actions, fse identified that the issue with the wireless connection. Fse removed the table top and re-linked the wireless footswitch with the base station. After relinking the wireless footswitch, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
The event should not have been reported to FDA. The event occurred after implementation of the correction 3003768277- 2021/10/29-004-c, and thus the malfunction with the wireless footswitch would not cause or contribute to a serious injury. Specifically, philips installed new firmware, confirmed that a back-up wired footswitch was installed with the system, inspected the wireless foot switch, and provided an updated instructions for use of the system detailing the appropriate instructions on charging and handling the wireless footswitch. Accordingly, the user reported that even though the wireless footswitch may not have been operating it was able to successfully complete the procedure using the now mandatory back-up wired footswitch.